Event description:
On 1/6/2017, it was reported by the user facility that they had an issue with one (1) invision-plus IV connector. The report from the facility stated: "the nurse found the green part attached to the PICC but the white part was missing. After a lot of searching, the white part was found in the bed. This is an isolated incident, as far as I know, I haven't heard of any others."